Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure using a single use distal cover (maj-2315) with an evis exera iii duodenovideoscope (tjf-q190v) the patient experienced a deep (into the cardia) tear at the gastroesophageal (g/e) junction. The procedure was complicated by tight duodenal strictures and a schatzki ring that were identified when the physician first tried to pass the duodenoscope and realized the patient would require a dilation and sphincterotomy to be able to continue with the ercp. The duodenoscope was withdrawn, and a regular scope was passed to perform the dilation and sphincterotomy. This was completed and the duodenoscope was then reintroduced. When advancing the duodenoscope through the g/e junction, bleeding was noted in the stomach. The ercp and stone removal was completed with some difficulty due to the angle of duodenoscope not being ideal related to the duodenal stricture. The patient was discharged home. The patient presented to the emergency room (ER) later that same night and was found to be hypotensive. A repeat unspecified scope procedure revealed a bleeding, deep (into the cardia) tear at the g/e junction. This was clipped and the bleeding stopped. The patient remained in the hospital for 2 days, and received 4 units of blood. The patient is currently fine with no further issue. The physician stated there are many possibilities for the source of bleeding including the dilation, sphincterotomy, repeated instrumentation or difficulty traversing the stricture and resulting scope angle. The physician also stated there was no noted abnormality in the appearance of the scope tip/cap prior to or after the procedure. Mw 8010047-2021-08201 reports the distal cover (maj-2315) used in this case.